Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, the steerable guide catheter(sgc) was advanced into left atrium. Additional aspiration was needed outside the instruction for use(IFU) after a hole was noted in the hemostatic valve, which resulted in air ingress into the anatomy. The sgc was subsequently replaced with a new device to complete the procedure. Post-procedure, mr was reduced to grade 1+. There was no clinically significant delay or adverse effect on the patient.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported material split, cut or torn (hole/damaged) hemostasis valve resulting in leak cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.